Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and an assignable cause was not determined. To resolve the problem, the user replaced the main lamp and reset the counter.

Event description:
A user facility reported to olympus that the spare lamp indicator on the clv-190 was illuminated and they were receiving an error code e103. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the event likely occurred because the lamp was difficult to light because it was near the end of its service life.